Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026 at 20:00, during use, the single-use sterile urinary catheter (lot no. Myhw0894, 18fr) malfunctioned as the balloon failed to inflate when the prescribed amount of sterile saline was injected into the urinary tubing bladder for fixation, and leakage of the bladder balloon was confirmed preventing completion of fixation; the malfunctioning catheter was slowly withdrawn to avoid secondary injury, during which a small amount of fresh bleeding was observed at the patient¿s urethra and the patient reported obvious urethral pain, after which the catheter was immediately replaced with a new device and the indwelling catheterization procedure was completed according to the doctor¿s orders with subsequent bladder irrigation and proper fixation of the urethra and drainage bag.